Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on (B)(6) 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is not confirmed. See the attached vendor evaluation for further details.

Event description:
On 02/24/2022, it was reported by a sales representative via sems that (2) ar-6480 dw pumps are cracked on the outside of the box. This was discovered during an unknown time, with no patient effect reported.